Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving threshold suspend alarm. The customer's blood glucose level was 179mg/dl, and their sensor reading was 56mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted. The customer will be monitoring the device under the parameters provided during troubleshoot. The customer was advised of proper calibration times and methods. The customer is being sent replacement sensor.